Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab received the suspect component and installed it on a known good vela ventilator unit. The reported issue was immediately duplicated with a ¿motor fault¿ error. When the unit was powered up, the motor driver pcba (printed circuit board assembly) did not turn on. The root/cause of the reported issue was found to be a faulty part in the power supply that powers the motor driver. Once this part was replaced, the power supply was fixed, the issue was resolved.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service engineer (fse) was dispatched to evaluate the device. At this time, the device has not been returned to carefusion¿s failure analysis lab (fa lab). Fse report - (on (B)(6) 2015) the turbine controller was installed but the reported issue is still present. (On (B)(6) 2015) installed a new power supply and performed user verification test (uvt). Ventilator ran overnight to ensure proper operation.

Event description:
The customer reported "fan failure." While using the vela ventilator. The customer reported patient involvement but no allegation of patient injury/harm. The device is available for evaluation, and a return process have been initiated.